Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to reset the pump and plug into a power source. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.